Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient's aortic valve mean gradient was 57.6 mmhg and the max aortic valve velocity was 4.49 m/sec. The valve was implanted at a depth of 8 mm on the non-coronary cusp and left coronary cusp. Following the valve implant which required two valves implanted valve-in-valve, the mean gradient was 9.5 mmhg and the max velocity was 2.12 m/sec. Approximately 4 years 11 months following the implant, the mean gradient was elevated from 15.5 mmhg the previous year, to 21 mmhg. No adverse patient effects were reported. Additional information was received that the patient's medication regimen was updated with the initiation of a non-vka oral anticoagulant. It was noted a repeat transthoracic echocardiogram would be performed six months later. No adverse patient effects were reported.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient's aortic valve mean gradient was 57.6 mmhg and the max aortic valve velocity was 4.49 m/sec. The valve was implanted at a depth of 8 mm on the non-coronary cusp and left coronary cusp. Following the valve implant which required two valves implanted valve-in-valve, the mean gradient was 9.5 mmhg and the max velocity was 2.12 m/sec. Approximately 4 years 11 months following the implant, the mean gradient was elevated from 15.5 mmhg the previous year, to 21 mmhg. No adverse patient effects were reported. Additional information was received that the patient's medication regimen was updated with the initiation of a non-vka oral anticoagulant. It was noted a repeat transthoracic echocardiogram would be performed six months later. No adverse patient effects were reported.

Manufacturer narrative:
Eval code method was added. Product analysis: the valve remained implanted; therefore, it was not returned for product analysis. Procedural images were submitted to medtronic for review. The image subject matter expert reported the transesophageal echocardiogram showed the aortic valve leaflets on the right coronary cusp and the non-coronary cusp appeared calcified with restricted movement. The aortic valve (av) area measured ~1 cm² and the av mean pressure gradient measured 53.41mm hg which is consistent with severe stenosis. Mild-moderate mitral regurgitation was noted via color doppler. Images showed two valves were implanted during the index procedure. The first valve appeared to have been implanted above the annulus. Subsequently, a second valve was implanted at least ¿a full diamond¿ below the inflow portion of the first valve frame. A post-implant balloon aortic valvuloplasty was performed. There was no further intervention. Following the valve implant, ¿possible¿ mild aortic insufficiency and ¿possible¿ mild-moderate paravalvular regurgitation (pvl) were noted. Transthoracic echocardiogram imaging showed a good implant depth and moderate aortic insufficiency and possible mild pvl. There was moderate mitral regurgitation and mild tricuspid regurgitation. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No other technical assessments were needed. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc.) Or non-valve related factors (ex. Left ventricular outflow tract obstruction, patient pressures, left ventricle, dysfunction, etc). An assignable root cause cannot be determined from the available information. However, the valve-in-valve implant (confirmed via image review) is a likely contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.